Event description:
It was reported that the biomed stated that the arctic sun device struggles to fill and possibly has bad fluid delivery line valves. Per sample evaluation results on 19feb2026, installed test mixing pump to cool. Bad fluid delivery line valves. Tanks seals lifting from tank.

Manufacturer narrative:
The reported issue is confirmed. The root cause is a failed mixing pump. The device was evaluated upon receipt. They had to install a test mixing pump to get the device to cool. The mixing pump was serviced. The arctic sun was functionally tested for compliance with manufacturer specifications and passed all tests. Review of the DHR did not indicate any manufacturing nonconformance that could have caused and/or contributed to the reported event. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections made to tab(s) d, f, h. Initial reporter complete facility name: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Initial reporter name: (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated that the arctic sun device struggles to fill and possibly has bad fluid delivery line valves. Per sample evaluation results on 19feb2026, installed test mixing pump to cool. Bad fluid delivery line valves. Tanks seals lifting from tank.